Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify missing segments, partial display or battery power loss alarm due to display anomaly. Device received with pillowing keypad overlay, cracked select button keypad overlay, scratched case and corroded battery tube. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer had accident and the insulin pump was no longer working. Customer stated the reservoir and insulin pump did not show signs of physical damage. Customer stated the insulin pump does not rattle when they shake it. Customer also stated that insulin pump did not pass the self test and they did not see missing segments during the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.